Event description:
Information received by medtronic indicated that the customer reported a pump error alarm for their insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and indicated that the customer was able to clear the alarm and rewind the pump. It was unknown whether the customer will continue or discontinue the use of the device and the product will not be returned for failure analysis.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. Pump error 63 alarm confirmed variable 15 in the detail trace file on (B)(6) 2022 14:10:09.000 ( (B)(4)). Pump error 63 alarm due to hardware issue. Pump was cut open to perform visual inspection and found moisture damage on the motor. The pcba 1, and pcba 2 were corroded. History download was successful using thus and carelink upload was successful. The following were noted during visual inspection: minor scratched display window, scratched case, faded end cap address label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 05-nov-2022 in the pump history file. (B)(6) 2022 14:10:42.000 alarmalertcleared (42) faultnumber: hardwareerroralarm (63) (B)(6) 2022 14:10:47.000 alarmalertcleared (42) faultnumber: failedbatttest (58) (B)(6) 2022 14:11:06.000 alarmalertcleared (42) faultnumber: failedbatttest (58) (B)(6) 2022 14:11:19.000 alarmalertcleared (42) faultnumber: failedbatttest (58) (B)(6) 2022 14:11:37.000 alarmalertcleared (42) faultnumber: failedbatttest (58) (B)(6) 2022 14:11:53.000 alarmalertcleared (42) faultnumber: failedbatttest (58) (B)(6) 2022 14:18:10.000 alarmalertcleared (42) faultnumber: failedbatttest (58) (B)(6) 2022 14:19:51.000 batteryremoved (55) (B)(6) 2022 14:20:08.000 batteryinserted (44) earliest power data available per the power management tool/detail trace file is on (B)(6) 2022 6:58:00 am. There was no power data available for the event date of 11/05/2022. Unable to check power data for failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The test battery was removed and reinserted with no failed battery test alarm noted. Pump error 63 confirmed in the pump history. Failed batt test (58) unknown. The pump passed displacement test and self test. Pump error 63 alarm confirmed due to corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.